Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in the same month. According to the complainant, approximately 25 minutes into the procedure a "low water level" error message was displayed. The physician continued to pour saline into the cartridge and was able to complete the procedure. It was assumed by the user that the catheter was causing the problem as there was no water loss outside of the patient. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.